Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Food and drug administration representative reported via medwatch program that the insulin pump had under and the over delivery. The customer¿s blood glucose level was unknown. The customer also reported that the cell phone towers may be interfering with their frequency and altering the dosage delivered by the insulin pump. The device will not be returned for the analysis.